Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged cartridge change error could not be evaluated due to a different issue found (damaged usb pins).

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple cartridge change error messages occurred with multiple cartridges during the loading process. Blood glucose (bg) level was 121 mg/dl. Reportedly, the customer did not have alternate therapy available at the time of the event and declined further follow-up from tandem technical support to ensure receipt of alternate therapy.